Event description:
Sometimes during testing, the unit's screen color changes during a charge and the unit dumps the charge. The unit always runs through self-test. The customer has tried other batteries and still gets the same results.